Manufacturer narrative:
No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 59-410 (mg/dl). Customer administered a bolus to treat elevated bg level and consumed carbohydrates to stabilize low bg levels. System check with tandem technical support indicated that the pump was performing as intended. Recommendation was made to rotate infusion site and discuss diabetes management with health care provider.